Event description:
It was reported that propofol leaked past the bd luer-lok¿ tip syringe plunger during use. The following information was provided by the initial reporter, translated from dutch: "there is fluid leaking from the back of the plunger. It concerns article injection eurojec ll 50ml , article number 309653 with lot number 1112012." "The back of the pestle leaks out the fluid (propofol). So there is a high risk of shallow anaesthesia."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary : it was reported there is fluid leaking from the back of the plunger. To aid in the investigation, one sample was received for evaluation by our quality team. It is a 50ml syringe in a plastic container. The syringe is broken into multiple pieces and it is not possible to perform any analysis. A device history record review was completed for provided material number 309653, lot number 1112012. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
It was reported that propofol leaked past the bd luer-lok¿ tip syringe plunger during use. The following information was provided by the initial reporter, translated from dutch: "there is fluid leaking from the back of the plunger. It concerns article injection eurojec ll 50ml , article number 309653 with lot number 1112012." "The back of the pestle leaks out the fluid (propofol). So there is a high risk of shallow anaesthesia."